Event description:
It was reported that this right atrial (ra) lead had exhibited intermittent high out of range pacing impedance measurements. Subsequently, this ra lead has exhibited a gradual decrease in pacing impedance measurements. Ra lead pacing impedance measurements remain within normal limits at this time. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).